Event description:
I used renu with moistureloc contact lens solution from 09/01/2005 through feb 2006. I started having eye infections and was diagnosed with a mass/tumor under my left eye lid which needs to be surgically removed. I still have frequent discharge, sensitivity & redness.